Event description:
A customer reported a cartridge alarm occurring during the pumping process. The customer's blood glucose level was over 600mg/dl due to the issue, and they administered a corrective injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support arranged to send a replacement pump equipped with updated software, and instructions for its usage were provided. The customer was also advised to return the malfunctioning pump using a provided pre-paid return label. All instructions were understood and acknowledged by the customer.